Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18 apr 2016. A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken smooth and nick striated. Based on the device analysis the final assessment is: a smooth edge broken in the side radius assessed as smooth opening. Nicks striated assessed as surgical tool scratch like. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and capsular contracture, baker grade ii/iii.

Event description:
Patient reports "ruptured implants, silicone migration" on right side. Additionally, the event of capsular contracture, baker grade ii/ii has been added. Device has been explanted.